Event description:
Reported due to stent dislodgement. The pt was undergoing a diagnostic catheterization of the right coronary artery which was "very calcified and tortuous." It was reported that a "perforation" of the mid right coronary artery occurred. The physician attempted to place an unmounted 26mm jostent coronary stent graft to seal the perforation; however the stent "would not make it through the ninety degree turn in the vessel" so he decided to deploy it rather than try to remove it due to the "tortuosity of the vessel." The physician then attempted to place a 12mm unmounted jostent coronary stent graft which "was sliding off the balloon when he tried to take it out" so he deployed it proximal to the first stent. The physican then attempted to place a 9mm unmounted jostent coronary stent graft through the existing stents and it reportedly "fell off the balloon and dislodged in the coronary artery." The physican then "recrossed it" and deployed the stent proximal to the perforation. A cypher stent was reportedly inserted through the existing stents, fell off after the ninety-degree bend in the vessel and was deployed. A second cypher stent was placed through the existing stents and sealed the remainder of the perforation. The pt, who reportedly has a six-month life expectancy did "fine" and was discharged home from the hospital. Although requested, additional pt info was not available.